Event description:
It was reported by the customer the product was used in an unknown procedure. It was reported that the handle of the prr35 stuck and would not release from the pt. Another prr35 was opened to complete the case. There was no consequence to the pt.